Event description:
Caller indicated the advance meter was reading high. Meter read 99. The date and time are not set correctly but she thinks that it was around 5 pm. She was feeling symptomatic, her stomach was in a knot by where her pancreas is. Paramedics were called and arrived "immediately." Glucose reading from the paramedics was 56. They stayed with her and gave her sugar and juice and a banana, they got her up to 86. Took them until after 6 to get her up to 86. No control solution in use.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.